Manufacturer narrative:
The field service engineer performed troubleshooting and maintenance on the analyzer. A probe was replaced and it was determined that the amount of rinse water consumption of system detergent were insufficient. It was later determined that the customer was not performing the maintenance as required by operator's manual. The customer was not checking the cuvettes, photometer, and pressure daily. This was done only weekly. Also, changing the cuvettes had not been performed at regular intervals in the past. The customer was trained on proper maintenance.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 analyzer. Some of the initial sample values were reported outside of the laboratory where they were questioned by doctors. It was asked, but it is not known which samples had initial values that were reported outside of the laboratory. The reporter stated that only whole blood samples are affected. Hemolysate samples were not affected. The first sample initially resulted with an hba1c value of 15 %, which repeated as 7 %. The second sample initially resulted with an hba1c value of 12.37 %, which repeated as 6.14 %. The third sample initially resulted with an hba1c value of 8.27 % on (B)(6) 2020, which repeated as 6.77 % on (B)(6) 2020. The fourth sample initially resulted with an hba1c value of 8.61 % on (B)(6) 2020, which repeated as 5.80 % on (B)(6) 2020. The reporter stated that the sample probe should have been replaced in (B)(6) 2020, but they were not sure if this occurred. The probe was replaced and the reporter stated there was an immediate improvement in patient results. The water volume was too low and a system reagent used for cleaning was pipetted at a low volume. Both water volume and system reagent volume were adjusted. The issue occurred again after the performed actions. A fifth sample initially resulted with an hba1c value of 9.26 % on (B)(6) 2020, which repeated as 6.53 % on (B)(6) 2020. The hba1c reagent lot number was 437338. The reagent expiration date was requested, but not provided.